Event description:
It was reported that the pump was never refilled 7 years ago. The pump and the catheter were to be explanted at a later date. The patient missed a refill due to not returning to the physician¿s office. A dye study was performed on the day of the report. Upon aspirating the catheter, the first syringe contained ¿brownish fluid¿ and the second contained clear cerebrospinal fluid (csf). The dye was stated to have been injected easily. No breakage in the catheter was seen and the dye was observed to leave the catheter tip without issue. A MRI with myelogram was also performed and no granuloma was seen at the catheter tip. There were no patient symptoms associated with the event. It was noted that the patient was just taken on as a new patient by the physician. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8711, lot# j11314r06, implanted: 2003-(B)(6), product type catheter. (B)(4).